Event description:
Reportedly, the device was temporarily reprogrammed in voo mode during surgery, even though the patient was pacing-dependent. A pacemaker check was performed after the operation: no ventricular egm was displayed during sensing and threshold tests, but external ECG showed that the device was correctly pacing and capturing the ventricles. Another check was performed two hours later; ventricular egm was displayed.

Event description:
Reportedly, the device was temporarily reprogrammed in voo mode during surgery, even though the patient was pacing-dependent. A pacemaker check was performed after the operation: no ventricular egm was displayed during sensing and threshold tests, but external ECG showed that the device was correctly pacing and capturing the ventricles. Another check was performed two hours later; ventricular egm was displayed.